Event description:
It was reported that "cuff leak identified before surgery.". Prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "since there is no sample returned and only sap photo for investigation, 1 set of representative sample was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25 mbar by using endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no sample received root cause of the leak cuff found at customer side could not be further verified. Hence, this complaint is not confirmed." Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cuff leak identified before surgery.". Prior to use on a patient during inspection/functional testing.